Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A small yellow particle was received. The particle was sent for testing with the result of abs¿s, which matches the shipping wedge material. The particle was determined to be acceptable by company and manufacturing standards. Functionally the device was loaded with a pmv test instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/lobectomy. While closing the bronchi, a yellow foreign material looking like a broken piece of the shipping wedge fell into the patient cavity. The part was retrieved. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.